Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, h6 (component code, type of investigation, investigation findings, and investigations conclusions) and h10.additional h6 type of investigation code: analysis of images.h11: additional manufacturer narrative:this is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report ID: 2015691-2026-15005.the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.the complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided.available information suggests that procedural factors and the patient's anatomical condition likely contributed to the event. It was noted that the patient had existing calcification on the posterior mitral leaflet along with a large posterior flail. The imaging evaluation observed the procedural images did not demonstrate adequate leaflet insertion. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
E1 telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This is one of two manufacturer reports being submitted for the same event.

Event description:
Per the report received from japan edwards received notification of a pascal precision ace procedure performed in the mitral position in which two pascal ace devices were implanted and subsequent identification of single leaflet device attachment involving both devices with severe mitral regurgitation. The patient had severe degenerative mitral regurgitation due to p2 prolapse and a history of recurrent hospitalizations for heart failure. Degenerative changes were noted in the a2 region and calcification of the posterior mitral leaflet was noted. Two pascal ace devices were implanted in the a2 p2 region. Procedural imaging did not demonstrate adequate leaflet insertion. At the end of the procedure mitral regurgitation appeared reduced to none or trace compared to severe at baseline. Imaging performed on the day of implant demonstrated high mobility of both implants indicating detachment from the posterior leaflet in both devices with severe mitral regurgitation. Follow up imaging performed approximately two days later more clearly demonstrated single leaflet device attachment of both implanted pascal ace devices with severe mitral regurgitation. The devices remained implanted in the patient. No device related issues during preparation or implantation were identified. The patient had minimal symptoms.